Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with glucose rising to approximately 565 mg/dl and no pump alerts or infusion set issues noted; the user disconnected from the pump, administered subcutaneous insulin via pen, and attributed the highs to personal insulin issues, with the cause remaining unclear. Symptoms included headache along with patient-reported blurry vision and dizziness. Outcomes included insufficient information regarding longer-term impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem identified and no findings available, with device component details insufficient. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.